Manufacturer narrative:
G3 date received by manufacturer, corrected data: supplemental report #02 inadvertently included the wrong "received" date, and should have listed 07/02/2021.

Event description:
Generator product analysis (pa) was completed. The allegations of pain, painful stimulation, lack of efficacy, flushing, muscle spasms, and voice alteration are outside the scope of the pa lab. However, the testing in the pa lab will be used to confirm proper generator function. The device output was monitored for 24 hours and there was no variation in the delivered output signal. Additionally, the septum was noted not to be cored, indicating that there was no expected current leakage path through body fluids. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The data dump was reviewed. There were no anomalies. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
The suspect generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Event describe event or problem, corrected data: supplemental report #01 inadvertently did not include notification that the explanted generator had been received. D9 device available for evaluation?, corrected data: supplemental report #01 inadvertently did not include the product received date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has experienced painful stimulation and voice alteration with the vns, so the settings were decreased. The vns was eventually disabled, but the patient reported still feeling the vns shocking her. The patient has been referred for vns explant. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The suspect generator has not been received by the manufacturer to date. No additional relevant information has been received to date.